Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 11 events were reported for this quarter. Product return status: 11 devices were received for evaluation. Evaluation status: 11 device evaluations are in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device had a stuck safety, which can result in unintended activation. The 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 11 previously reported events are included in this follow-up record. Evaluation status: 4 reported events were confirmed during testing. 4 devices were found to be affected by loose lever assembly. 7 device evaluations are in progress. 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had a stuck safety, which can result in unintended activation. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 11 total events were initially reported. 7 previously reported events are included in this follow-up record.   Product return status 7 devices were received.    Evaluation status confirmed 6 reported events were confirmed during testing. - 6 devices were found to be affected by a loose lever assembly. Not confirmed 1 reported event was not confirmed during testing.   Additional information 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had a stuck safety, which can result in unintended activation. 11 events had no patient involvement; no patient impact.